Event description:
The customer reported that the system's collimator needed to be adjusted. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was centered and the iris was calibrated. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.